Event description:
It was reported that the patient faced low blood glucose event on (B)(6) 2026. The patient was first taken to emergency room (ER) on (B)(6) 2026 and further admitted to intensive care unit (ICU) for two and half days. Hypoglycemia was treated by via sugar solution with a drip.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.